Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported suture completely came out with the device was confirmed as a needle to cuff miss/ suture retrieval issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Contact name updated. Device code 1142 removed.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. It was reported that suture placement in the slightly calcified right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of the first proglide device were successfully preplaced. Reportedly, the sutures of a second proglide device came out with the device. The sutures of an additional proglide device were successfully preplaced. The sheath was upsized to 16 or 18fr and the tavi procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Na.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, no suture appeared when the proglide plunger was removed. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.